Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer was taken to emergency room due to high blood glucose on (B)(6) 2020 with blood glucose of 795 mg/dl. The customer was treated with insulin drip. The insulin pump will not be returned for analysis.